Event description:
It was reported that the patient was experiencing loss of stimulation in targeted area. The patients leads were successfully revised, however, developed bilateral upper extremity weakness post-operatively. The physician immediately admitted the patient back to the operating room (or) and removed the cervical leads. A cervical laminectomy was also performed to relieve the symptoms. The patient has been undergoing physical therapy and symptoms are improving. The explanted leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2218700. Model: sc-2218-70. Serial:(B)(4). Batch: 7083820.